Manufacturer narrative:
B3: date of event is unknown. Additional information will be provided if available. Date of event is unknown. Additional information will be provided if available. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported while using the soltive laser system, the user observed sparks and fire coming out of the tip of the fiber connector. There was no report of patient or user harm. This is report 2 of 2. The related report for the laser fiber has been previously reported.